Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had to recharge more than they used to. The patient has had their rechargeable implantable neurostimulator (ins) for a couple of years and has not had any problems. Therapy was good, charging went well, and there were no overdischarges. The patient did not experience any symptoms, they were doing well, and therapy was effective and unchanged. The patient just had to charge more frequently. The increased burden of charging was a very big discomfort for the patient. The ins was being used heavily. No issues had been identified at the time of this report. Impedances were measured and therapy impedance was found to be around 300 ohms, which was low. The hcp thought the low therapy impedances explained the big current draw. The ins was reprogrammed to use the electrodes with the highest impedance values, but that did not change anything. According to the hcp, there had been no other recent changes in programming. The hcp observed the patient charging and charging seemed to work perfectly, but the ins was going from 100 percent charged to 50 percent charged in half a day. The patient was going to try a new recharger to see if they experience any differences in charging. No surgical intervention was taken or planned and the issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.